Event description:
It was reported that patient had experienced shooting pain near at the implant site down to right leg. It was noted that patient had tried all the programs as well as turning off the therapy however shooting pain still persists. The patient has been hospitalized twice.